Event description:
A customer reported a malfunction on the pump, displaying malfunction code malf 0, with a fault ID of 0-0x277d. There was no adverse impact on the customer's blood glucose level as it did not exceed harmful thresholds. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if issues arise.